Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that shaft break and catheter entrapment occurred. Vascular access was obtained via the femoral artery. The 60% stenosed target lesion was located mildly tortuous, moderately calcified proximal right coronary artery. A non-bsc guidewire was advanced and the lesion was predilated, then a 4.00 x 20 synergy¿ drug-eluting stent was successfully deployed. During removal, it was noted that the non-bsc guidewire was stuck in the stent delivery system (sds) and the sds was difficult to remove. Both devices were removed as a unit together with the 7f guide catheter; however; the shaft of the synergy¿ was fractured, shredded and the wire was curled and stretched. The non-bsc wire could not be removed from the sds when it was outside of the patient. The procedure was completed with a different device. There were no patient complications and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. The stent was deployed during the procedure therefore could not be returned for analysis. The balloon body was reviewed and no issues were noted. The balloon wings were open and relaxed due to positive pressure that was applied during stent deployment. Dried medium inside the balloon body was evident and stent crimp markings were visible on exposed balloon wall showing that the stent was crimped on the balloon prior deployment. The bumper tip of the device was visually and microscopically examined and damages were noted at the distal edges of the tip. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple hypotube kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found that the inner extrusion was damaged (stretched and kinked) and protruded through the outer extrusion for 75mm distal of port weld site and on the proximal side of the bi-component bond through to the proximal weld bond. The port weld was stretched for 5mm in a distal direction and a curled wire the wire was protruding through the extrusion at the proximal side of the proximal weld site. A midshaft break 127mm distal of mid-shaft/hypotube bond was also noted during device examination. The wire¿s od (outer diameter) was measured and is not within specifications. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break and catheter entrapment occurred. Vascular access was obtained via the femoral artery. The 60% stenosed target lesion was located mildly tortuous, moderately calcified proximal right coronary artery. A non-bsc guidewire was advanced and the lesion was predilated, then a 4.00 x 20 synergy¿ drug-eluting stent was successfully deployed. During removal, it was noted that the non-bsc guidewire was stuck in the stent delivery system (sds) and the sds was difficult to remove. Both devices were removed as a unit together with the 7f guide catheter; however; the shaft of the synergy¿ was fractured, shredded and the wire was curled and stretched. The non-bsc wire could not be removed from the sds when it was outside of the patient. The procedure was completed with a different device. There were no patient complications and the patient¿s status was stable.